Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1372762) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 19 mg/dl and 329 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, similar readings of 312 mg/dl and 'lo' were found in the meter's internal memory log. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value less than 20 mg/dl. A blood glucose reading below 20 mg/dl will read as a "lo" in the adc meter. All pertinent information available to abbott diabetes care has been submitted.